Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation. It was reported that the ventilator motherboard central processing united (cpu) was overheating. Status of the ventilator is currently unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator suddenly shut down and could not be started up again. The unit was reported to have stopped delivering breaths. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.